Manufacturer narrative:
The authorized service personnel (asp) stated that the issue was discovered during testing. There was no patient involvement. The filter was replaced to address the reported issue. Upon further investigation, MFR report#2031642-2021-05407 was reported in error. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Reporting institution name - (B)(4). (B)(6).

Event description:
The customer reported the v60 device having a high blower temperature. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair.